Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending and circumflex artery. Pre-dilatation was performed and a 3.5 x 18 mm xience v stent was implanted in the proximal left anterior descending artery which caused a small dissection. A 3.0 x 15 mm xience v stent was implanted distally to the first stent to seal the dissection. The procedure was successfully completed at this time. There was no clinically significant delay reported. No additional information was provided.